Manufacturer narrative:
Evaluation summary: the reported condition of a pump that does not stay on was confirmed during product evaluation. The problem was due to a power issue relating to depleted main and lithium batteries. The lithium batteries were replaced during service, and the main batteries were replaced per the eco/fca upgrade procedure. The device was tested.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jul 10 2007. The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported a pump that will not stay on. The problem occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.